Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The cause for the reported perforation remains unk. Date report submitted to FDA by manufacturer: 11/14/2011. Date the initial reporter provided the information to the manufacturer: (B)(4)2010.

Event description:
It was reported when the physician performed the transseptal puncture, the pericardium was perforated with the transseptal needle. The physician proceeded with a second transseptal puncture without difficulty and decided to continue the procedure. When the cool path duo catheter was inserted into the left atrium, it went through the hole created by the first puncture with the transseptal needle and a cardiac tamponade occurred. It was noted there was an aneurysm present which might have weakened the cardiac wall and caused the effusion. To resolve the tamponade, a surgeon made a thoracotomy incision and sutured the left atria. The physician did not implicate the catheter as the cause for the tamponade as the perforation occurred before the cool path duo catheter was inserted into the left atria. No other complications occurred for the pt.